Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that distal end/catheter tip migrated/dislodged. The catheter was replaced with a new catheter. It was later reported that the patient had a loss of therapy. The distal end of the catheter, from the anchor to the tip, came out of the intrathecal space. It was reported that the implanting physician did not anchor the catheter according to the implant guide technique. He liked to, first, slide the anchor on to the catheter. Then, tunnel to the pocket, then deploy the anchor, and then suture down. He liked to let the catheter/anchor, take on a natural bend, before suturing down. The physician did not like the design of the new anchor. The new catheter was implanted following the directions given in the implant manual; the physician inserted the anchor into the fascia to the leading edges of the suture loops, then suture down, then deployed the anchor and lastly tunneled to the pocket. The next day, the patient was doing fine.